Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert from their implantable cardioverter defibrillator. A remote transmission was attempted but was unsuccessful. In-clinic interrogation the following day revealed the device had gone into back-up operation due to event queue overflow. The device was successfully reprogrammed and restored. The patient was stable.